Event description:
This lead was implanted on (B)(6) 2013. On the same day, it was noted that the tip of the heart was perforated when laying the epicardial lead. In this emergency, the patient got a sternotomy. The hole in the apex could be sewn. The lead was cut through. A new epicardial lead was used. The physician was dr. (B)(6) at (B)(6) in germany. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).